Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensing of electrocautery noise that resulted in false signal artifact monitor (sam) events. Minute ventilation (mv) was disabled by the sam events. This pacemaker remains in service. No adverse patient effects were reported.